Event description:
The lay user/patient contacted lifescan in 2008 and alleged that her one touch ultra meter was reverting to the setup mode. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred five days earlier. As a result of the reported issue, she took her usual dose of diabetes medication (glipizide and avandia). She also mentioned that she experienced blurred vision after the reported issue began. However, she did not receive/require any medical attention and was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. It was determined that this issue did not occur immediately after replacing/removing the battery. The patient was walked through the set up mode to reset the meter settings. This complaint is being reported because the patient alleged she experienced a symptom that can be suggestive of hyperglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.